Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced repeated scan errors when attempting to start a freestyle libre 3 plus sensor with the ilet: troubleshooting ultimately led to successful sensor initiation and entry into warmup. No adverse clinical symptoms reported and no changes in blood glucose levels. Outcomes included education on proper setup, acknowledgment of the standard warmup period, and transfer to the sensor manufacturer for additional support. User support included guided troubleshooting, verification of sensor compatibility, reinstallation of the mobile app, and successful initiation of sensor warmup. Investigation of this case revealed that the device and app functioned as designed once setup was completed and that the scan errors were not associated with clinical harm. It was concluded, based on previously established findings for similar reports, that user interface or connection workflow factors were the most probable cause.